Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a high blood glucose (bg) level of 500 mg/dl and trace ketones. Customer was then admitted to the emergency room (ER) on (B)(6) 2022, for a duration of 1 hour. Reportedly, customer was without continuous glucose monitoring (cgm) readings from 2.55am to 8pm and did not monitor bg during this period resulting in the adverse event. A pump system check was performed and did not reveal any pump issues. No alerts or alarms were received at the time of this event. At the ER, customer was treated with intravenous saline and insulin to resolve bg. Customer did not have any permanent damage. Despite multiple attempts, no further information was provided.